Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown tibial baseplate. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture involving a duracon baseplate was reported. The event was confirmed. Method & results: -device evaluation and results: analysis of the returned component determined that the baseplate fractured in fatigue, originating from the edges of the condyle. The eds spectrum of the tibial baseplate was consistent with the astm f75 cocr alloy. No material or manufacturing defects were observed on the device that contributed to the observed fracture. It is noted that the baseplate had been implanted for 16 years. -medical records received and evaluation: not performed as no medical records were provided. -device history review: the reported device was accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: analysis of the returned component determined that the baseplate fractured in fatigue, originating from the edges of the condyle. No material or manufacturing defects were observed on the device that contributed to the observed fracture. The cause of the event cannot be determined without further information such as x-rays, operative reports, patient history and follow-up notes. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Tibial baseplate was deemed to be lose but it was discovered during the procedure the base plate was broken. Tibial baseplate implanted (B)(6) 1998. Tibial insert changed (B)(6) 2006.

Event description:
Tibial baseplate was deemed to be lose but it was discovered during the procedure the base plate was broken. Tibial baseplate implanted (B)(6) 1998. Tibial insert changed (B)(6) 2006.